Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge past two bars, extended charging sessions, and would not hold a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge past two bars, extended charging sessions, and would not hold a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.